Manufacturer narrative:
Concomitant product(s): a 8780 catheter, implanted: (B)(6) 2015, 8637-40 pump, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to rv coil and superior vena cava (svc) coil lead impedances varying and being out of range. The rv lead remains in use. No patient complications have been reported as a result of this event.